Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas was dropped during play, resulting in a cracked and inoperative display screen while the device otherwise remained functional; the device was no longer watertight, the user could not unlock it to change supplies, and a replacement was arranged with instructions to shut down the device and use backup therapy as needed. Symptoms included no reported adverse clinical effects, with blood glucose noted at 154 mg/dl. Outcomes included continued diabetes management using backup therapy and the ability to continue cgm monitoring with the dexcom app or receiver. Investigation included customer service assessment, review of user-provided photographs, and coordination for device replacement and inspection of returned device. Investigation of this device revealed physical damage to the display assembly consistent with external impact, with no evidence of device-driven glycemic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.